Event description:
It was reported that patient presented for a routine device check-up. It was noted that patient's ventricular lead exhibited over-sensed noise. No intervention was performed. Patient condition was stable.